Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 5.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured and a pinhole was noted near the tip of the balloon. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.